Event description:
This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after 2 days patient had swelling, stiffness, joint pain and joint warmth. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency and indication: not reported) in right knee. On (B)(6) 2017, after 2 days of receiving synvisc one injection, patient had swelling, stiffness, joint pain and warmth. Treatment was an injection of steroids 40 mg. The patient returned again on (B)(6) 2017, with swelling, stiffness, and joint pain. They noticed less swelling and less warmth. Corrective treatment: steroids for all events outcome: unknown for joint pain; recovering for rest events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for all events.

Event description:
This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on 12-dec-2017 from other health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after 2 days patient had swelling, stiffness, joint pain and joint warmth no medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (dose, frequency and indication: not reported) in right knee. On (B)(6) 2017, after 2 days of receiving synvisc one injection, patient had swelling, stiffness, joint pain and warmth. Treatment was an injection of steroids 40 mg. The patient returned again on (B)(6) 2017, with swelling, stiffness, and joint pain. They noticed less swelling and less warmth. Corrective treatment: steroids for all events outcome: unknown for joint pain; recovering for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for all events additional information was received on 03-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly.